Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the last couple of days, it has been more and more difficult to charge the implanted neurostimulator. Patient said the controller would go out on him and after they worked on it for a while, it would come back on. Patient mentioned that the controller was at 90% last night and when they woke up this morning, it was dead and they didn't use it. Patient charged the controller back to 100% after his recharge yesterday. Patient also said they were getting an error code that they wrote down, but instead of hitting recharge to initiate passive recharge, patient kept hitting retry and it wasn't finding the device when the recharger was connected. During the call, patient reset the controller and tried to start a recharge session. The middle number on the passive recharge screen did not move from 0, even with repositioning the paddle. Patient inspected the recharging antenna and controller port but did not see any damage. Patient noted that the paddle felt warm, but not hot. Patient was able to connect with the controller without any issues to the implant. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.